Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged, exhibiting loss of capture, loss of sensing and causing the patient to experience muscle stimulation. The lead was repositioned on (B)(6) 2010. On (B)(6) 2010, lead dislodgement with loss of capture and loss of sensing was again noted. The lead was explanted and replaced on (B)(6) 2010.